Event description:
During idvt (idiopathic ventricular tachycardia) ablation procedure with a qdot micro catheter, the patient experienced a drop in blood pressure and pericardial effusion treated with pericardiocentesis, removal of 700cc of fluid returned to the patient¿s body via sheath and the drain was left in place during overnight hospitalization. Initially it was reported that one of the pully wires broke when the qdot bidirectional catheter was in the body, the physician was only able to deflect one curve. The catheter was replaced and the issue resolved. The procedure continued. Then, it was reported that the patient had an adverse event. The patient had a pericardial effusion. The physician was ablating in the distal coronary sinus when the qdot catheter appeared to be out of the map shell. The intracardiac ultrasound showed a moderate pericardial effusion. The patient's blood pressure dropped. Pericardiocentesis was completed and approximately 700cc of fluid was removed. The fluid was returned to the patient via a venous sheath. The pericardial drain was left in for overnight observation. The patient was stabilized and transferred to the recovery room. The bwi products used during the procedure: qdot micro, bi, tc, d-f curve 2 (first catheter lot, second catheter lot unknown), ge soundstar 8fr, optrell (curve and lot unknown), carto system, ngen generator. Non-bwi catheter used: was abbott sl1 sheath. Information received indicated that the physician¿s opinion on the cause of this adverse event was pressure caused by the physician burning in the coronary sinus (cs). The outcome was that the patient's condition improved; however, there were still reports of loss of vision after discharge. Other relevant history/preexisting condition was previously performed pvc (premature ventricular contraction) procedure that was unsuccessful. No transseptal puncture was performed. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade) ablation was performed. No evidence of steam pop. The event occurred during ablation phase in the coronary sinus near aortic cusps. The flow setting was standard for qdot 20 w. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were 3mm, 3 seconds, and 2mm lesions. Additional filter used with the visitag was 25% force of 3 grams. The color option used was 3¿8-ohm impedance drop. Ngen pump was used for the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, bwi received additional information regarding the event. The event was related to the ablation in an epicardial space. The physician was reading high (~70g of force) as he ablated in the distal coronary sinus, pressing against the other side of a cusp, and apparently ruptured the vessel he was in, causing the effusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-jan-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31644113l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).